Manufacturer narrative:
(B)(4). See also mfg. Report no. 3004209178-2016-01196.

Event description:
A consumer reported she was at the beauty shop on (B)(6) 2016 in the chair and leaned back to wash her hair when the implantable neurostimulator (ins) went crazy and there was overstimulation. The consumer had to get up and turn the ins off. This was noted as a one-time occurrence. The consumer was to follow-up with her health care professional. Follow-up was being conducted to determine steps taken and resolution of the reported issue. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.